Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection.the visual inspection showed the ligature marks approx. 15 cm distal to the is-1 connector pin. In addition, abrasion marks along the lead body were observed. In particular, approx. 47 cm distal to the is-1 connector pin, the inspection revealed a rubbed through insulation.based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Significant motion in the region of the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis.the manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.in conclusion, the analysis did not reveal any sign of a material or manufacturing problem.biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted due to sensing and impedance variability. No adverse patient events have been reported. Should additional information be received, this file will be updated.